Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system locked up in the middle of case with an error saying, "power off, wait 10 seconds." After shutting down completely, the system would not boot back up. There is no report of pt injury associated with this event.